Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bh-3wla was running slowly and unexpectedly signed out the user. The customer rebooted the station to resolve the issue and requested that background checks be performed to ensure the system was functioning properly. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was running slow and signed out the user. A technical support specialist (tss) logged into the station and found the issue. The tss applied the knowledge article (ka) station shows slow network communications-win10 devices. The customer confirmed that the station was operating as expected, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.